Manufacturer narrative:
Internal complaint reference: (B)(4). Acetabular screws do not improve early revision rates in primary total hip arthroplasty. An instrumented registry analysis doi: doi.org/10.1007/s00264-021-0.

Event description:
It was reported that on literature review "acetabular screws do not improve early revision rates in primary total hip arthroplasty. An instrumented registry analysis", data was collected from the australian orthopaedic association national joint replacement registry (aoanjrr) from 1-sep-1999 to 31-dec-2018. Three hundred thirty thousand one hundred ninety-two thas from different manufacturers were evaluated according to implant survival rate. It was reported that from (B)(4) thas performed using the reflection system with screws, (B)(4) suffered from an unspecified condition that required a revision surgery. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patients-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported events have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).